Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. H6: proposed component code: mechanical (g04) femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a left patellofemoral joint arthroplasty. One month post-surgery, she was diagnosed with saphenous nerve dysesthesia, resulting in nerve pain and paresthesia, for which she was prescribed lyrica. She continued to experience intermittent flares of pain and had an exacerbation of pain and swelling following a bike ride. An aspiration and injection of triamcinolone acetonide were performed. Subsequently, the patient visited the doctor due to worsening saphenous nerve dysesthesia over the previous two weeks. The doctor attributed the condition to a peripheral nerve block administered during surgery. Radiographic imaging showed that the implants were in a satisfactory position, and the patient was considered study complete with no further issues. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: nexgen all poly patella cemented size 32mm diameter 8.5mm thickness: catalog #: 00597206532, lot #: 65661070. Unknown cement: catalog #: ni, lot #: ni. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient had an initial left patellofemoral joint arthroplasty. Subsequently, six (6) weeks post-operation, the patient was diagnosed with saphenous nerve dysesthesia for nerve pain/paresthesia and was prescribed additional medication. The patient continued to have intermittent flares of pain and experienced an exacerbation of pain and swelling eight months post-implantation following a bike ride and underwent an aspiration and corticosteroid injection. Three (3) months following the injection, the patient was still experiencing worsening saphenous nerve dysesthesia and peripheral nerve block. Additional pain medication was prescribed all diagnostic images showed satisfactory position of the implants and the patient completed participation in the clinical study. All available information has been reported.